Event description:
It was reported that during device set up before surgery the handpiece tip connection broke off the device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.